Event description:
It was reported that the patient was experiencing phrenic nerve stimulation. The right ventricular (rv) lead and left ventricular (lv) lead were reprogrammed and remain in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6935m55 implantable tachy lead implanted: (B)(6) 2013; model # d314trm implantable cardioverter defibrillator  implant date (B)(6) 2013; model # ru44tjsbv competitor implantable pacing lead implant date (B)(6) 2001. (B)(4).